Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc, then injected again 4 months later with the same product. After 10 months, patient was injected with juvederm ultra xc. 2 years and 3 months later, patient presented with nodules in the area of injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01544 (allergan complaint #1714536) and MDR ID # 3005113652-2018-01545 (allergan complaint #1714537). This is the first MDR submitted for the suspect product, juvederm ultra xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: postmarket surveillance scarring has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, necrosis, skin discoloration, blister, nodule, allergic reaction, and infection. Time to onset ranged from 2 weeks to 4 months. Interventions prescribed by the physicians included topical steroidal cream, nitropaste, oral steroids, and antibiotics. Additional treatments noted were a laser procedure and surgical scar revision. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. ¿ the onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc, then injected again 4 months later with the same product. After 10 months, patient was injected with juvederm ultra xc. 2 years and 3 months later, patient presented with nodules in the area of injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01544 (allergan complaint #(B)(4)) and MDR ID # 3005113652-2018-01545 (allergan complaint #(B)(4)). This is the first MDR submitted for the suspect product, juvederm ultra xc.